Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger analysis of the [recharger], model [97755 ], s/n [(B)(6) found cable insulation torn at donut end and getting hot. Electrical failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient(pt) was trying to charge their implanted neurostimulator(ins) today and the controller said to call medtronic and had an rm03 code. Agent walked patient through removing the battery pack and connecting the controller to the ac power supply. Patient confirmed the controller powered on. Patient then inserted the battery pack and confirmed the controller was at 70% and the ins was empty. Agent asked patient to inspect recharger for damages and patient confirmed seeing exposed wirings on the recharger cord. The issue was not resolved during the call. A request was sent to repair to replace the recharger. Patient was warmed transferred to prs to update address. Patient called back saying they were getting a replacement recharger as they weren't able to charge, but they need a knee MRI today and asked if they'd be able to have it still. Patient confirmed ins battery was empty. Agent reviewed patient would not be able to enter MRI mode when ins was empty for their full body MRI and redirected patient to speak with MRI facility. Pt stated the were getting a replacement recharger, however they had an MRI scheduled for today. Pt requested for someone to meet them at their house to recharge the implant. Agent attempted to review role of representative, and pt disconnected.